Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
Mor information on pushing up the sides of the soft interior material. I like the guard, but this is the second time I purchased one both times the hard bottom and soft inner separated in a few weeks. As 2 pieces it doesn't work well or fit well -- too much movement and not a tight fit.